Manufacturer narrative:
The manufacturer initiated a follow up with the initial reporter. The hcp reported that the patient was diagnosed with acute otitis externa in the right ear. There were no signs of ear health issues prior to the hearing aid fitting. Lyric was worn for 28 days prior to this event. The patient was treated with antibiotics ear drops (neomycin-polymyxin-hydrocort 3.5 mg10,000 unit/ml-1 %). The patient recovered and was scheduled to return for lyric refit on the day of this follow up. The hcp does not relate this incident to the use of lyric. Lyric is a single use device and is usually discarded, and hence is not available for the analysis. The device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity, creating a moist and dark environment that is conducive to bacterial growth. This environment can occasionally result in skin irritations or infections, including otitis externa. Therefore, while the hcp does not link the incident to the device, the design and function of the device may contribute to conditions that could lead to such infections. This has already been considered in the device's risk file. The IFU accompanying the device lists actions to take when ear pain, irritation or inflammation occurs and seeking medical advice referral criteria. It should be also noted that otitis externa is a relatively common condition that can occur independently of hearing aid use. The manufacturer checked for similar complaints in the last three years and there have been no trends identified. The manufacturer will keep observing for trends.

Event description:
The manufacturer was notified that the hcp observed drainage in the patient's ear and referred the patient to an ent doctor.